Event description:
Clinic notes were received for review. It was reported via his clinic notes dates (B)(6) 2012, that he had three breakthrough seizures and he was concerned that his vagal nerve stimulator was running out of battery strength. His vagal nerve stimulator was interrogated and it showed it had about 25% battery life. He reported that since his last visit he has had two seizures this past week and he did swipe the magnet for one of them and he came out of it very abruptly. Testing showed output current was okay and lead impedances were normal. However it had extremely low battery life left. The warning sign came on. His output was 1.75 milliamps. His signal frequency was 30 hertz, pulse width was 500 microseconds. On time was 30 seconds. Off time was 1.8 minutes. Magnet current was 2 milliamps. Magnet on time was 60 seconds, magnet pulse width was 500. The patient's seizures were reported to be an increase over their baseline rate. It was not known the relationship of their seizures to their vns. The patient did not have any medication changes or programming changes preceding the event. The patient had a prophylactic replacement of their vns generator. Their explanted generator is at the manufacture pending completion of product analysis.

Event description:
Analysis was completed on the patient's explanted generator.results of diagnostic testing and monitoring indicated the device was operating properly. Electrical test results showed that the pulse generator performed according to functional specifications. The battery is partially depleted, (near ifi) 2.814 volts as measured during completion of test parameter of the final electrical test. Visual inspection results revealed no external device abnormalities. There were no adverse functional, mechanical, or visual issues identified with the returned generator.